Manufacturer narrative:
Device 1 of 5. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is for an unknown additional quantity of affected wafers. The end user reported that the pre-cut openings were off centered in about 4 or 5 wafers within the box. The products were used and there was no harm reported. No photo is available at this time.